Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the bronchovideoscope exhibited peeling of the insertion section coating. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed. However, the definitive root cause could not be determined. Additionally, the event may have occurred by the following stress applied to insertion section: ·physical stress such as scrabbing, hitting insertion section ·chemical stress from reprocessing unrecommended in IFU (reprocessing manual) ·stress from poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.) The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.